Event description:
Customer reportedly obtained results of 308 mg/dl, 171 mg/dl, 122 mg/dl, and 91 mg/dl on the aviva system within 10 minutes. Customer also reportedly obtained results of 171 mg/dl, 122 mg/dl, 91 mg/dl, and 84 mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.